Manufacturer narrative:
Additional information: the lesion being treated had 50% stenosis. There were no issues noted with onyx frontier stent used to complete the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one onyx frontier coronary drug eluting stent deformed in vivo during positioning/advancement. The lesion being treated was moderately tortuous, moderately calcified in the mid left anterior descending (lad) artery. The device was inspected prior to use and negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. An attempt was made to deliver the device to the lesion through a 5.5mm non-medtronic guide extension catheter when resistance was felt. The device was removed, and upon removal it was observed that both the proximal and distal edge of the stent had flared struts and appeared damaged. The lesion was further pre-dilation using one 2.5x15mm balloon, and the procedure was completed using one 2.5x34mm onyx frontier stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device evaluation: the stent was positioned on the balloon between the marker bands in accordance with positioning specification. However, due to proximal and distal stent deformation the stent did not meet visual acceptance criteria. Deformation was evident to the proximal and distal stent wraps with struts raised. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. Additional information: lot number added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.